Event description:
It was reported that the programmer would not boot up and that the fan was intermittently noisy. It was also reported a system error occurred at power up. The programmer was returned for service. The paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that it would not boot up. The device booted to a gray screen and then displayed a software error. Analysis also confirmed the comment that the programmer had a noisy fan.